Manufacturer narrative:
One used burr was returned for evaluation. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported incident was not determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a sub acromial decompression it was reported that extreme shedding occurred. The burr was replaced with a shaver tip. Hi-flow saline and surface debridement was used to evacuate the debris shed. There was no delay, patient injury or complications reported.